Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device analysis: visual analysis of the returned device noted the 3mm luer lock is broken and a small part of plastic is missing. Device labeling addresses the reported events as follows: "precautions: ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had ¿the needle popped off.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.